Event description:
The customer reported frequent intermittent communication failed error messages, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo receptacle socket was evaluated and replaced. The system was tested and found to be working as intended and returned to service.